Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. The refinity catheter has not been returned for evaluation, thus no returned product investigation was performed.

Event description:
It was reported that during a therapeutic coronary procedure inside the body during pullback, the manufacturer's catheter got stuck to the non-manufacturer's stent in the severely tortuous and moderately calcified mid lcx and could not be retrieved. The shaft was cut for bail-out purpose, and after imaging core was removed, a 0.025 wire was introduced but was unsuccessful. The patient was transferred to another hospital for surgical intervention and reportedly recovering. The physician stated the adverse event was not caused by the manufacturer's catheter. This adverse event and product problem is being submitted because the patient required surgical intervention to retrieve the manufacturer's catheter that got stuck to the non-manufacturer''s stent.

Manufacturer narrative:
Blocks d9 & h3: the refinity catheter was returned for evaluation. Block h3: the refinity catheter was visually and microscopically inspected. Only a portion of the catheter was received with a tear observed at the guide wire exit port. The remaining portion of the catheter were not returned: imaging core, telescope and connector. Block h6: the probable cause of the reported failure is damage during use as evidenced by the tear and the device purposely cut by the user to attempt removal from patient. Strain, impact, and forces associated with use can affect the integrity of the device. The IFU warns when the device has crossed a deployed stent, care should be taken when retracting the device to ensure that entanglement does not occur.